Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor. The insulin pump was unable to confirm alarm in alarm history due to alarms noted in alarm history. The insulin pump alarmed due to corrupted history files. The insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump got stuck during the rewinding process. The blood glucose reading was 23.9 mmol/l. The caller stated that he tried rewinding the insulin pump several times, but the driver did not want to rewind. He noted that the insulin pump had been dropped about a year prior to the issue. He stated that the insulin pump alarmed an error, during which the insulin pump could rewind, but made strange noises. The error indicated that the motor position encoder may have experienced an error. No significant events leading to the alarm were observed, including any exposure to a strong magnetic field. Advised replacement of the insulin pump. Nothing further reported.